Event description:
Patient called in to report service required code-r2013(mcu software update error) that will not clear. Customer care troubleshooted by rebooting and switching to new battery but the same r2013 error message populated. The issue was not resolved.there was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the returned therapy cable and observed that the system does not properly power up when attached to a monitor. When trying to connect using a test fixture, the device shows up in device manager, but no communications occur. No indication of hardware issue but likely a software corruption issue. However, the issue has not appered at other devices and no further analysis is currently possible.